Manufacturer narrative:
Additional information : the device was manufactured from october 24, 2019 - october 25, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill port and elastomeric reservoir of a large volume infusor were discovered to be loose/separated from the device. This issue was described as the fill port and the elastomeric reservoir were "not fixed in the device". This issue was observed prior to patient use. There was no patient involvement. No additional information is available.